Manufacturer narrative:
Philips service checked logs and identified that further troubleshooting was required. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the acquisition screen intermittently goes off and on during use on an azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.